Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported several devices were found with issues during routine inspection at field sales office. No patient involvement

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: found during routine inspection at field sales office. Cement cannot be removed from plastic. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found cement in its distal part. No other anomalies were noted. The observed condition of the device was consistent with maintenance that may have been caused due to improper cleaning and sterilization. Unintentionally allowing the instrument to come into contact with wet cement and not cleaning the instrument off before the cement hardened. This device is not intended to be used with cement. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune system impactor would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to maintenance, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.